Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood on the tip electrode and the proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. Visual analysis noted apparent explant damage. (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood on the tip electrode and the proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. Visual analysis noted apparent explant damage.

Event description:
It was reported that the right ventricle and right atrial leads were inadvertently dislodged during a device replacement. The leads were explanted and replaced. No patient complications were reported as a result of this event.